Manufacturer narrative:
The pad-pak was first installed successfully on the 21st december 2012 and performed successful self-tests up to the 25th august 2013. Multiple manual power ups of mainly ten minutes duration were recorded between the 28th august 2013 and the 24th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.